Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurement greater than 125 ohms which was detected via the patient¿s remote monitoring system. A gradual increase in impedance was observed with the patient¿s old device as well. Impedance on defibrillation threshold (dft) test at implant was 90 ohms. Boston scientific technical services (ts) discussed breaking down vectors and possible calcification. The health care professional (hcp) will have the field representative check the patient. Additional information was received indicating that the physician opted to continue monitoring this patient. No further actions were taken at this time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The distal only segment of the lead was returned severed 47 centimeters (cm) from the distal tip. Visual observation noted that the extracting stylet was returned stuck inside of the returned portion of the lead, the proximal shocking coil was stretched and calcified body fluid (calcification) was noted on the distal and proximal shocking coils with a trace at the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that the damage to the lead was likely a result of the explant procedure and that depending on how much calcification was on the lead prior to explant, the impedance measurement coudl have been affected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed. The shocking electrode of the rv lead was noted to be physically damaged. The rv lead was explanted and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that a revision procedure was planned, however, was cancelled and will be rescheduled for an unknown date in the future. No adverse patient effects were reported.

Event description:
Additional information was received indicating that another red alert was detected for high out-of-range shock impedance measurement. This has been an ongoing issue. No further interventions were performed at this time and the patient is continuously monitored.